Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted. Some residual tissue was found in the jaw hinge. Visual inspection of the incident device found that the ski guide pin was loose in the ski guide level that attaches to the handle. The loose ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing and loose ski guide pins are being investigated. No patient injuries have been reported as a result of these complaints. This device was recalled on november 9, 2011.

Event description:
The customer reported that the instrument would no longer open after a seal cycle. Tissue on either side of the jaw was resected in order to remove the device. There was no patient injury.